Event description:
Pca pump set up for pt with correct settings at 2130. At 2300 settings checked and pt had received 104.6 mg of demerol. Settings double checked by 2 other nurses and were correct, but, the amount received was too much. Pt was ok, dr notified. New machine ordered. No injuries to pt or no adverse outcome except too much medication. Potential for injury if it were to recur.